Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, three attempts were made to implant the valve. It was reported that the ascending aorta (aoa) was short, and the aortic angle was not easy to cross. The valve repeatedly dropped down into the left ventricular outflow tract (lvot) during deployment attempts. After the third attempt, the valve was withdrawn from the patient and a non-medtronic valve was used to complete the procedure. The non-medtronic valve had a shorter frame. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint product was received at medtronic¿s quality laboratory; visual analysis showed the handle ap peared intact. The device was received with the nosecone over-captured by the capsule. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed with resistance. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. There was a slight bend to the capsule and the capsule tip was flared due to the nosecone over-capture. There was a bend to the distal end of the stability shaft. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. During an attempt to load a valve, the capsule guide tube could not be fitted over the capsule due to the flared tip. The od of the capsule was 5.98mm, while the od of the capsule tip was 6.35mm. The reported event for dislodged valve could not be confirmed in the analysis. Conclusion: difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. It was reported that the ascending aorta (aoa) was short, and the aortic angle was not easy to cross. This indicates that the probable cause of the advancement difficulties was patient anatomy. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The probable cause of the dislodgements was patient anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. There was a slight bend to the capsule and the capsule tip was flared due to the nosecone over-capture. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.